Manufacturer narrative:
Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported that his insulin pump was slow to deliver insulin. He stated that it would take about five minutes after he programs a bolus for the insulin pump to deliver insulin. Customer's blood glucose was 300 mg/dl. No additional information provided.